Manufacturer narrative:
The medical device problem code on h6 is set at #1261 because technically the device did break unexpectedly. But, during the attempt to dig out the file, it was found that the tooth was further decayed than already known, and the decision was made to extract the tooth as prognosis was poor. See original statement: "in that case, he extracted the tooth because there was also significant decay present as well and prognosis was poor before the procedure began." Therefore, extraction is not directly due to the failure of the medical device.

Event description:
"The clinician reported a case where an s1 (ets125ht) separated on a patient, on a molar tooth, from a pack of files. In this case, he extracted the tooth because there was also significant decay present as well and prognosis was poor before the procedure began"